Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin (B)(4). Sorin (B)(4) received a report that the sorin heater-cooler system 3t alarmed with an error message during a procedure. There was no patient injury reported. A sorin group field service representative was dispatched to the facility and confirmed the reported error message. The temperature probe connections were cleaned and reseated. A recalibration of the temperature sensors was also performed and subsequent functional tests found the unit to be working correctly. The device was released to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure. Sorin (B)(6) will continue to monitor the market for trends related to this type of issue.

Event description:
Sorin (B)(4) received a report that the sorin heater-cooler system 3t alarmed with an error message during a procedure. There was no patient injury reported.